Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The aneurysm size was reported to be 7cm. It was reported that the pt had non-tortuous, small, frail and moderately calcified arteries. The pt was not a surgical candidate. The physician implanted the bifurcated stent graft and two stent graft cuffs. "Upon pulling out the delivery system for the second stent graft cuff and the left iliac artery perforated." The physician was unable to control the bleeding and surgically implanted a conventional graft to repair the perforated artery. The pt was unstable and required multiple blood products. The pt was sent to recovery, but the next morning the pt expired due to shock, pulmonary failure and renal failure.